Event description:
It was reported that the patient was unable to get into MRI mode and that the system was auto reducing. Upon further investigation system diagnostics recorded high impedances on the lead and that the left lead had fractured, confirmed via x-ray. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.